Event description:
Additional information reported the pump was replaced the day before. There were any diagnostics performed. During the motor stall the pain increased. The patient is doing well now.

Event description:
Additional information received reported that a second motorstall occurred again in the last week at the time of report. It was noted that the patient¿s healthcare provider decided to replace the pump because of the ¿battery is only 6 month¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Analysis of the received pump revealed motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft- bearing.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received and it was reported that pump logs showed that the pump motor stalled on (B)(6) 2013 at 02:43 with a stopped pump period may exceed tube set message on (B)(6) 2013 at 02:43 and motor stall recovery message on (B)(6) 2013 at 20:42. The pump stalled again on (B)(6) 2013 at 22:14 with a stopped pump may exceed tube set message on (B)(6) 2013 at 22:14 and motor stall recovery message on (B)(6) 2013 at 08:34. The pump stalled again on (B)(6) 2013 at 08:27 with a stopped pump may exceed tube set message (B)(6) 2013 at 08:27; no pump recovery message was noted in the logs.

Event description:
It was reported a critical alarm was heard. The patient went to the hospital. The logs were checked. The pump had a motor stall. The stall recovered after more than two hours. The patient was hospitalized. The physician made a ¿fu¿ from the pump with the programmer and attempted to stop the alarm. The pump was reprogrammed. The drug infusion was reduced. The patient experienced an increase of pain due to the drug reduction. The next day in the morning the alarm stopped and the pump restarted. The physician increased the drug and the patient is doing well. The cause of the stall was unknown. The patient status was alive; no injury. The pump was delivering prialt.

Manufacturer narrative:
Concomitant medical products: product ID unknown, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.